Manufacturer narrative:
UDI number: (B)(4). Valve stenosis is listed in the instruction for use (IFU) as a potential risk associated with the use of the thv. Also noted in the valve-in-valve IFU, residual mean gradient may be higher in a ¿tav-in-sav¿ configuration than that observed following implantation of the thv inside a native aortic annulus using the same size device. Patients with elevated mean gradient post procedure should be carefully followed. It is important that the manufacturer, model and size of the preexisting surgical bioprosthetic aortic valve be determined, so that the appropriate thv can be implanted and a prosthesis-patient mismatch be avoided. Additionally, pre-procedure imaging modalities must be employed to make as accurate a determination of the internal orifice as possible. Patient¿prosthesis mismatch (ppm) is present when the effective orifice area (eoa) of the inserted prosthetic valve is too small relative to body surface area. Ppm is defined as an eoa indexed for body surface area < 0.8-0.9 cm2/m2 in the aortic position and < 1.2-1.3 cm2/m2 in the mitral position. This is a frequent problem in patients undergoing aortic or mitral valve replacement (20¿70% prevalence), and its main hemodynamic consequence is to generate high transvalvular gradients through normally functioning prosthetic valves. Ppm is associated with worse hemodynamics, less regression of left ventricular hypertrophy, more cardiac events, and higher mortality rates after aortic valve replacement. Ppm is also a frequent problem after mitral valve replacement, where it is associated with less regression of pulmonary hypertension and higher mortality. Per the instructions for use (IFU), valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve regurgitation including, but not limited to, malposition of the valve, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, a severely elliptical annulus shape, valve under-sizing. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. In this case, the valve stenosis was not specifically attributed to ppm in the records available for review, and the exact echo readings post deployment were not reported in the operative notes; therefore, ppm cannot be confirmed but is likely the cause of the stenosis, as a pre-existing valve was in place and no evidence of thrombus was noted in the records. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, approximately 11 years post implant of a surgical aortic valve, the patient presented with progressive fatigue and nyha class iii symptoms. A lad pci and valve in valve (viv) procedure to implant a 23mm sapien 3 ultra valve were scheduled. The lad pci was successfully performed prior to the sapien 3 ultra valve deployment. During the viv procedure, the attempt to fracture the original valve was unsuccessful. The sapien 3 ultra valve was deployed. Post procedure, the patient¿s gradients remained elevated, but without symptoms, and mild regurgitation was observed. Information regarding the type of regurgitation was not provided. On postoperative day (pod) 1, the heart team recommended a second attempt to crack the surgical valve frame in order to reduce the gradients. However, the patient declined the second percutaneous procedure and asked to be discharged. The patient was discharged to home on pod1. The patient will be on triple anticoagulation therapy and scheduled for follow-up tee and valve clinic visits. Both valves remain implanted in the patient.